Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken conductor wire at the distal clevis. The instrument failed the electrical continuity test. Thermal damaged was observed near the conductor cap. The instrument was found to have charring and localized melting on the monopolar conductor cap. As a result of the damage, a section of the conductor wire is exposed that would not normally be exposed. The instrument grips were manually manipulated, and the instrument failed an electrical continuity test on three out of three attempts. The complaint was confirmed by failure analysis. The probable root cause of the broken conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation. The probable root cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect. If this instrument has thermal damage but no damage to the conductor wire and/or ceramic sleeve, then this damage is the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation. Capacitive coupling from the distal electrode should be detectable by the user as the distal electrode should always be visualized when energy is activated.

Event description:
It was reported that during central processing, the permanent cautery hook instrument was broken. No known impact or patient consequence was reported.